Event description:
The patient was undergoing a coil embolization procedure of an aortic artery aneurysm using ruby coils. During the procedure, the physician was unable to advance two ruby coils into the microcatheter and they were not used. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pusher assembly was fractured approximately 68.5 cm from the distal detachment tip (ddt), kinked approximately 63.0 cm from the ddt, and kinked 5.0, 9.0, 24.0, and 106.0 cm from the proximal end. The coil was kinked throughout its length. The distal detachment tip (ddt) outer diameter (od) was measured and found to be within product specifications. Conclusion: the complaint has been evaluated. The complaint indicated that during the procedure, the coils could not be advanced into a microcatheter. The coils were removed and the patient was not affected. Evaluation of the returned devices revealed in the first ruby coil, the pusher assembly was fractured and kinked, and the coil was kinked. Further evaluation revealed in the second ruby coil, the pusher assembly and introducer sheath were kinked. The type of damage found on both ruby coils typically occurs due to attempting to advance the device past resistance. In both ruby coils, the od of the ddt was measured within specification. The microcatheter used in the case was not returned and the model of the microcatheter was not reported in the complaint and, therefore, the root cause of the inability to advance the coils into the microcatheter cannot be determined. These devices are 100% functionally tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00845.